Event description:
It was reported that the insulin pump alarmed motor error twice within the same week. The blood glucose reading was 17 mmol/l on the first occasion, and 20 mmol/l on the second occurrence. The caller stated that the alarms occurred during the bolus procedure. No significant events leading to the alarm were observed. The caller stated that both issues were treated with infusion set changes. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.